Event description:
It was reported that while attempting to export data files from the pacemaker via a programmer, an error message was displayed, and the operation could not be completed. No intervention was reported. There were no patient consequences.